Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the patient was hospitalized after a car accident; the patient's blood glucose was 22 mg/dl at the time of the accident. The patient was the drive at the time of accident. She had eaten several times since her last bolus and suspended her insulin pump, but her blood glucose still decreased to 22 mg/dl. The patient was treated with 1 amp of d50. Her blood glucose increased to 180 mg/dl by the time she arrived at the hospital. Troubleshooting occurred for the insulin pump. The drive support cap appeared normal. The device programming was accurate. However, the customer stated that she believes that insulin pump was over-delivering. The insulin pump will be returned for analysis.